Event description:
It was reported that a non-dependent patient presented in the hospital after receiving inappropriate hv therapies due to noise. The high voltage lead impedance was in range. High capture threshold was observed. A fluoroscopy scan of the lead revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 7.5-7.8cm, 7.5-8.6cm, 8.7-9.6cm, and 9.0-9.4cm from the distal tip electrode, consistent with lead friction to another device or heart feature. Externalized conductors due to external insulation abrasion were noted at 10.9-14.2cm from the distal tip electrode, consistent with lead friction to another device or heart feature. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.6-13.4cm from the distal tip electrode, consistent with lead friction to another device or heart feature. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 21.7-22.0cm, 22.3-22.8cm, and 23.6-24.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.7-5.9cm from the distal tip electrode. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.